Event description:
Procedure type: ladg. According to the reporter: prior to procedure moving the silver toggle it would not be returned back. Opened another. No pt involvement.

Manufacturer narrative:
(B)(4).